Event description:
A large polyp was found in the pt. The snare was introduced to the scope and secured around the polyp. Cautery was attempted and it was clear that it was not cutting. The pt and machine was checked and another attempt was made. Still did not cut. An attempt was made to remove the snare but the snare was secure around the polyp due to size. The physician switched to a spare cautery machine to ensure there was no error there. Still did not work. The operating room was contacted for possible surgical support and an operating room nurse came over. Another attempt was made on both cautery machines and still did not work. The physician was unable to remove the snare and it appeared to be kinked at the handle/tube connection. The tubing and wire were cut and the scope was removed. The scope was reinserted with a new snare in. At this point the physician was able to cut through the polyp, the polyp was removed along with the old snare remaining in the pt. Surgeon indicated pt is fine.

Manufacturer narrative:
Parent report autopopulates single use answer as no. However, the sjo-29-s is labeled as single use only as per its IFU. There were no sjo-29-s devices of lot number c708628 in stock at the time of the complaint eval. Sjo-29-s devices of lot number c708628 were used in the build of sjo-29 devices of lot number c738256. There were no sjo-29 devices of lot number c738256 in stock at the time of the investigation. One time sjo-29-s of unk lot number was returned for eval. The device was not returned in its original package and was open on receipt. The device was returned with the tubing and wire cut and the snare open. The drive wire was extended approx 11.4cm from the tip of the sheath (measured using ipe0100). A kink was noted on the tubing at the handle. The kink may have occurred if excessive force was used to try to close the snare and cut the polyp. The handle on the product did not actuate. The handle was dismantled to investigate the cause of the failure of the handle to actuate. A kink was noted on the drive wire and was determined to be the likely cause of the failure of the handle to actuate. A kink in the drive wire would not compromise electrical continuity of the product. Electrical continuity was confirmed which indicates that the device was capable of performing the cut and/or cautery. If the handle cannot actuate, the head of the snare would not be able to close. The handle not actuating would not prevent the wire from heating, or from cutting. However, if the handle does not actuate the snare head cannot be fully recaptured into the sheath which would prevent the snare from fully resecting the tissue. The customer complaint was confirmed as a kink was noted on the tubing of the handle of the device, however we cannot confirm when or how the kinking occurred. The initial complaint info provided indicated that the pt was admitted for observation. Add'l info provided confirmed that the pt is fine and was admitted for observation post-case only because a very large "pedunculated poly" was removed and concern about post bleeding. The admitting to hosp was not related to faulty snare as initially reported. The polyp was malignant, removed, and pt suffered no adverse effects due to this occurrence. Prior to distribution, all sjo-29-s devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for sjo-29-s lot # c708628 did not reveal any discrepancies related to this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. The 2 yr complaint history has been reviewed and revealed no other similar complaints in relation to this issue. This complaint therefore represents and isolated occurrence for this rpn over this time frame.